Event description:
It was reported that this patient went to the emergency room due to experiencing a syncope episode. Interrogation of this pacemaker device found that the device was in safety mode. The physician reported that a premature battery depletion (pbd) of the device suspected. The device ws surgically explanted, and a new device implanted. Besides surgical intervention, no adverse effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode, determined it had undergone resets, and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this patient went to the emergency room due to experiencing a syncope episode. Interrogation of this pacemaker device found that the device was in safety mode. The physician reported that a premature battery depletion (pbd) of the device suspected. The device was surgically explanted, and a new device implanted. Besides surgical intervention, no adverse effects were reported. It was indicated that the device would be returned for analysis. However, to date the product has not been returned. At this time, it is believed that this device is in customs. If the product is returned, analysis will be performed, and this report would be updated at that time. The device has been returned, and product analysis completed.